Manufacturer narrative:
The system was returned and will be analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within a custom integrated circuit component. This anomaly also caused the reported clinical observations.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in pacing thresholds were noted on the right ventricular (rv) lead as well as decrease in pacing impedance measurements which were out of range. The patient was not pacemaker dependent and the device was programmed to left ventricular pacing only. Noise was seen but could not be reproduced at the follow up. Some pain was noted by the patient around the device pocket but when the device outputs were reprogrammed the pain disappeared. An x-ray was done and the patient will be monitored via remote monitoring. A review by boston scientific technical services (ts) is pending. No adverse patient effects were reported. Ts discussed the case with the rep and possible troubleshooting. Ts also discussed a system revision. An x-ray reviewed by ts noted that the left ventricular lead was dislodged.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that a revision took place. Upon visual inspection of the device no damage was seen when it comes to the seal plugs and no infiltration of blood. The connection of the leads appeared good. The device was replaced. The rv lead was tested with a pacing system analyzer (psa) which showed normal pace impedance measurements but the pacing thresholds still appeared high thus the lead was extracted and replaced. The new system showed good measurements. The lv lead remained implanted and was stable. The device and rv lead will be returned for analysis. The patient was going to be monitored via the remote monitoring system. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information noted that the device and rv lead will not be returned as the hospital was holding on to the device and lead.